Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that, the patient experienced infusion set detachment, set peeled off in use due to weak adhesive event occurred on (B)(6)2026.